Event description:
It was reported that a patient presented to remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was stable before, during, and after the event.